Event description:
Patient reported "I'm so sick", "depression" and "breasts are constantly hurting." Patient later reported " silicone granulomas which means the device was breaking down causing widespread inflammation", "isoechoic avascular solid-appearing well-circumscribed mass", "inflamed fibrous implant capsules" and "synovial metaplasia and inflammation." The events of "autoimmune disease", "extreme fatigue", "pain in all my joints", "all the symptoms of bii", "weight gain", "testing positive for mold and bacteria" and "carpal tunnel" are not device related. This is a left side record. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.